Manufacturer narrative:
If implanted, give date: " a year ago." Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent restenosis occurred. A 12 x 4.50mm taxus liberté stent delivery system was implanted. In (B)(6) 2014, the patient went to the hospital again and it was found that stent restenosis occurred. The proximal of stent was 80% stenosed and the distal was about 4.0mm of diameter. The physician attempted to treat it with a new stent delivery system. The patient was stable.